Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). The following sections have been updated: d4: UDI: updated to unknown , as the product was manufactured before 2015 and the UDI number submitted upon initial medwatch was incorrect.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). Weight unknown / not provided. PMA/510(k) number: k011028 and k013227. A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Event description:
It was reported that the patient complained of inflammation, and an examination revealed advanced-stage gingivitis. A pocket was found with the implant exposed. The implant had been restored